Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) due to the old device stopped working shortly after. The patient had a stone that was stuck in cuff area of urethra. The stone was removed. All the components were removed and a new aus was implanted. There were no further complications in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to it stopped working because of the stone. The device seemed to have a hole in pressure regulating balloon (prb). The aus was implanted a few months ago. The device will return.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 1000101311, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 1000125775, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) due to the old device stopped working shortly after. The patient had a stone that was stuck in cuff area of urethra. The stone was removed. All the components were removed and a new aus was implanted. There were no further complications in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to it stopped working because of the stone. The device seemed to have a hole in pressure regulating balloon (prb). The aus was implanted a few months ago. The device will return.